Event description:
It was reported that the 1st foley catheter pack opened prior to a caesarean section and the end was kinked so could not be safely inserted. The 2nd pack was opened and piece of plastic on end of catheter could not be used safely, and 3rd pack opened. They also informed that 1 balloon popped on inflation the day before.

Manufacturer narrative:
The reported event is inconclusive as the batch number of the reported event varies from the batch number of the returned sample. Visual evaluation noted received 1 all silicone foley catheter with drainage bag attached. Upon visual inspection no kinks were present no burrs, nicks, scars, or flashes present. Upon inflation using 10ml mbs and in house syringe, solution immediately entered into drainage lumen causing lumen to lumen leakage. No balloon popping occurred . The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Based on the results of the investigation no additional actions are required at this time. Correction: d,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 1st foley catheter pack opened prior to a caesarean section and the end was kinked so could not be safely inserted. The 2nd pack was opened and piece of plastic on end of catheter could not be used safely, and 3rd pack opened. They also informed that 1 balloon popped on inflation the day before.